Event description:
Customer reported IV set was found leaking at the pumping segment and there may have been a power injector used at some point. No patient harm occurred. No medical intervention required.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak at the pumping segment was confirmed. The leak is due to a rupture in the silicone tubing just below the o-ring of the upper fitment. The silicone tubing rupture is consistent with damage caused when the set was used with a power injector. The root cause of the rupture is due to the customer's use of a power injector. Primary sets are not rated to be used with power injectors. Although lot number unknown, the smartsite laser number indicates this set was built between (B)(4) 2010 and (B)(4) 2011. The expiration date would be either 12/01/2013 or 01/01/2014.